Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a5, a6, b5, d4, d6b, d9, h3, h4, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as fold flaw opening. And missing shell assessed, as inconclusive. As per the investigation procedure: creases and non-penetrating nicks were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/supervisor reviewer.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Clarification to d.4. Device information: serial numbers have been provided as (B)(6), but since the affected side of the rupture is unknown, only the catalog number has been updated at this time. Supplemental will be submitted with the correct serial number when the affected side is determined. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.